Event description:
Boston scientific (bsc) crm received information that during the implant procedure, this lead would not cross the patient's stenotic tricuspid valve. During the epicardial lead placement, the patient's right ventricle perforated. The products, including another epicardial lead, were explanted and the perforation was surgically closed. The patient was stable with no further complications.